Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned inside the guide catheter. The stent was damaged on the proximal section of the stent with stent struts pushed distally and bunched at the distal end of the guide catheter and the stent struts from the 1st distal row was slightly open. The undamaged stent od (outer diameter) was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube multiple kinks along several locations of the hypotube shaft that was not covered by the guide catheter. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section could not be performed as the analyst failed to remove the device from the guide catheter, however, at final inspection, visual and tactile examination of the shaft is performed and if any defects are noted, the device will be rejected. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-mar-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 4.00x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.